Event description:
It was reported that the patient experienced tape not sticking issue on 22 mar 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: ca post office: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.